Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the malfunction. The se replaced the power supply and performed extended self testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator was inoperable. The ventilator was not on a patient at the time of the event.